Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch#: 9070693. All inspections were performed per the applicable operations qc specifications. There were five (5) notifications noted that did not pertain to the complaint.

Event description:
It was reported that a syringe 1.0ml 6mm 90 bx 450 mo failed to contain medication during use. The following was reported by the initial reporter: "it was reported that needles are dull. Also reported syringe barrel was cracked and leaked insulin. Voicemail: consumer left voicemail stating that the needles are dull and the syringe is broken. On (B)(6) 2020: I returned consumer's call, he stated that the syringe has a crack in the side of the barrel that causes the insulin to leak out. Consumer also reported that the needles are dull. Consumer does not re-use".

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 1.0ml 6mm 90 bx 450 mo failed to contain medication during use. The following was reported by the initial reporter, "it was reported that needles are dull. Also reported syringe barrel was cracked and leaked insulin. Verbatim: voicemail: consumer left voicemail stating that the needles are dull and the syringe is broken. On 10-20-20, I returned consumer's call, he stated that the syringe has a crack in the side of the barrel that causes the insulin to leak out. Consumer also reported that the needles are dull. Consumer does not re-use."